Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory and expiratory flow sensors were replaced and calibrated to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a system leak caused by flow sensor diaphragms stuck in the open position. There was no report of patient involvement.

Manufacturer narrative:
It was determined that there was no reportable malfunction. This was a use error for installing and using incompatible flow sensors (not MRI compatible). This event was not reportable. It was determined that there was no reportable malfunction. This was a use error for installing and using incompatible flow sensors (not MRI compatible). This event was not reportable.